Manufacturer narrative:
Unable to replace component due to lead free board. Unit received with alarm during self-test due to a faulty y1 on the rf board. Unit received with normal operating currents, unit passed unexpected alarm error test, rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self test. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported self test was failed and it was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.